Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and the stent struts were lfited up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion had 85% stenosis, and was located in the above moderately tortuous and above moderately calcified distal left anterior descending artery.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.